Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be determined; however, cardiac remodeling could be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure. (B)(4): human factors.

Event description:
Approximately six months post implantation of a 23mm sapien xt valve, severe paravalvular leak (pvl) was noted requiring a second valve. The result was ¿perfect¿ and the pvl was graded to ¿mild.¿ per report, the physicians felt that the xt valve frame ¿contracted¿ post-implant. The patient¿s pvl went from ¿mild¿ to ¿severe¿ and rapidly decompensated. A short-axis tee measurements ~20mm as ¿proof of frame contraction.¿